Manufacturer narrative:
The subject device was returned to sorc. Sorc checked the subject device and found the reported phenomenon, and also found that this phenomenon was caused by the breakage of the camera cable. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. Based on the information from sorc, omsc surmised that the reported phenomenon was caused by the failure of communication between the video processor due to the failure of the camera cable. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair of the subject device at olympus service operation repair center (sorc), it was found that the endoscopic image of the subject device was not displayed on the monitor. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.